Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient reportedly experienced hyperglycemia, with blood glucose (bg) reported to be greater than 400 mg/dl while wearing the pod on the skin longer than 48 hours. The patient contacted an insulet representative in distress and was unable to independently initiate emergency services. Emergency medical services were contacted on behalf of the patient, indicating patient incapacity at the time of the event. Paramedics documented a bg of 422 mg/dl and transported the patient to the hospital. The patient had applied a pod earlier the same day. The patient is reported to wear the pod beyond the labeled wear duration. It is unknown whether the patient was wearing the pod at the time medical attention was sought, as the patient declined to provide additional information and requested no further contact despite multiple documented good faith outreach attempts. A supplemental report will be submitted if additional information is received.